Event description:
It was reported by the patient that their device is "not working". The patient has been experiencing heart palpitations. Follow-up was conducted to obtain information on the patient and whether the episodes are device related, but the patient has not been seen by the physician. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.